Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was not in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and checked the reported problem. A review of system logfiles found a jump in time and date. Upon functional testing fse found that the geoipc did not turn on properly due to a defect of cmos battery in geoipc. Fse replaced the cmos battery and reseated all pc cards and cables. After replacement of cmos battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that the geometry pc had error during boot up. No harm has been reported to philips. Philips has started an investigation of this complaint.